Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were thinking the therapy wasn't working. They were getting a little shocks and they thought the implant was not working as good as they thought. Agent walked patient through how to connect with the implant and patient saw that the therapy was turned off, and today was the first that they try to connect with ins. The patient was able to connect and turn therapy on. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient had an appointment with healthcare provider (hcp) on monday.